Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and the wound was cleaned. The infection is being treated via oral antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis or testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.